Manufacturer narrative:
Evaluation codes: updated. No product or photos were returned therefore no device analysis could be completed. A device history record (DHR) review showed there were no discrepancies or non-conformances during the manufacturing of the reported lot number. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Manufacturer narrative:
B3: month and year of event have been provided, day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that during use with a patient the trach "felt heavy in opening and dragged down. The stoma felt sore feels heavier than previous trach flange maybe a little shorter. Flakes of green markings came off on skin strap; poor quality."